Event description:
It was reported by the customer that pyxis medstation es system device not detected on bus. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. They had an alternative means to obtain the medication from the pharmacy or another device available on the floor. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device was not detected on bus. A field service engineer verified that the pharmacy technician successfully addressed the issue following the submission of the ticket. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Section b2 - the selection for other serious or important medical events has been removed, as there are no adverse events or outcomes associated with it.